Event description:
At the start of a routine hemodialysis treatment, the patient complained of chest heaviness, his blood pressure dropped and the patient "passed out". Ems was called, the patient regained consciousness but passed out again while walking to the stretcher. Patient arrived to ed awake and alert and was admitted for a cardiac work-up. Per nurse, all testing was negative; the physician suspected the cause of the symptoms due to a dialyzer reaction. Date of discharge unknown but patient dialyzed in-center on (B)(6) 2012 using system one cartridge with a different manufacturer dialyzer. No other medical intervention was reported for symptoms described.

Manufacturer narrative:
Exact cause of the reported issue cannot be determined. A review of the reported lot number found no similar complaints reported. The cartridge was discarded precluding further investigation. Clinical staff attributed event to an allergic reaction. The user guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed.